Manufacturer narrative:
The device was returned to zoll italy for evaluation. The customer's report was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. If the customer approved repair, the device will be sent to zoll chelmsford for further investigation and repair of the device. If the customer declined repair, the device will be scrapped. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device inappropriately displayed an "attach pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.